Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2011. It was reported that the pt experienced overstimulation on at least two separate occasions. A full diagnostic test was performed; however, no impedance issues were observed. The pt's scs system was also successfully reprogrammed. No further issues were reported.